Manufacturer narrative:
(B)(4).

Event description:
It was reported ", when preparing to remove the catheter, it was found that the catheter removal was difficult. After a relatively long period of attempts, the same problem persisted. The vessel was cut and the catheter was removed. It was obvious that there were dark black solid particles and lumps inside the balloon". The patient's current condition is reported as "fine".